Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the 1st obtuse marginal and lad. Approximately 3 months post procedure the patient suffered mi in the setting of acute pulmonary embolism and pneumonia. The patient recovered. The investigator and sponsor assessed the event as not related to the device or anti-platelet medication.